Manufacturer narrative:
Additional information: b5, g3, h6 (fdd). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during procedure, when trying to seal/cut a big branch or the distal/proximal stamp of the vein and all the excess fat was released the device did not seal, either completely or partially. The jaws were very stiff and jammed repeatedly. They got stuck and could not open them until the ligation got out of the patient's tissues. On the machine everything worked correctly, the sounds and all that not even an error message. There was bleeding and the doctor had to do more cut downs and incisions to control the bleeding.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1. Serial #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during procedure, when trying to seal/cut a big branch or the distal/proximal stamp of the vein. The device did not seal, either completely or partially. There was bleeding and the doctor had to do more cut downs and incisions to control the bleeding.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there was excessive eschar build up at the tip of the seal plate. Functional testing found that the eschar buildup prevented the jaws from completely closing, which resulted in an instant regrasp when seal attempts were made before cleaning the device. The buildup was cleaned, and the device was working properly. More frequent cleaning of the jaws could have prevented the buildup of eschar. The product analysis found that the mechanical function of the device's jaw opening and closing was functioning properly. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. No electrical or wiring issues were found. It was reported that the jaws was difficult to open. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the device did not seal. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of improper cleaning. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d3 (MFR name and address), d4 (UDI#), d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted excessive eschar build up at the tip of the seal plate. Functional testing found that the eschar buildup prevented the jaws from completely closing, which resulted in an instant regrasp when seal attempts were made before cleaning the device. The buildup was cleaned, and the device was working properly. More frequent cleaning of the jaws could have prevented the buildup of eschar. The product analysis found that the mechanical function of the device's jaw opening and closing was functioning properly. No electrical or wiring issues were found. It was reported that the device did not seal and the jaws was difficult to open. The reported issues were confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of improper cleaning. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.